Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The reported patient symptoms of dehiscence and extrusion were found to be listed in the IFU. A risk review was completed and confirmed that the event of dehiscence and extrusion was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Therefore, a conclusion code of known inherent risk was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experience extrusion of the cylinder through the left corporotomy. No device related issues were reported. A revision surgery will be required but has not been performed yet. No additional information was provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experience extrusion of the cylinder through the left corporotomy. No device related issues were reported. A revision surgery will be required but has not been performed yet. No additional information was provided.